Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 32 x 3.50mm stent delivery system was returned for analysis without a stent. No stent returned. Stent separated from sds. The lasercut region was noted to be fractured 109.5cm distal to the distal strain relief. The core wire was visible. A leak was identified in this region during an inflation attempt as the device was being functional tested. The balloon was reviewed. The balloon appeared to have been partially inflated. Stent crimp markings were evident on the balloon wall indicating correct positioning of the stent prior to the complaint event. A red-blood like substance was noted inside the balloon which indicated a rupture in the inflation lumen. The polymer extrusion was cut to allow functional testing with an inflation aid. The balloon deflated without issues in 12 seconds. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and stent dislodgment occurred. A 32 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during deployment at 9 atmospheres, the delivery system balloon ruptured causing the stent to dislodge. Subsequently, the stent was expanded after post-dilatation was performed with multiple balloons. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and stent dislodgment occurred. A 32 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during deployment at 9 atmospheres, the delivery system balloon ruptured causing the stent to dislodge. Subsequently, the stent was expanded after post-dilatation was performed with multiple balloons. No further patient complications were reported.